Event description:
The patient was found to be in cardiac arrest and disconnected from the ventilator, the ventilator was alarming both visually and audibly. Additionally a review of the error log confirmed that the ventilator alarmed appropriately.